Event description:
During catheterization and balloon valvuloplasty, the patient had evidence of fine wire perforation of the right ventricle leading to "hemopericardium". Required pericardiocentesis and surgery.